Manufacturer narrative:
Follow-up received on 07-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. This event is serious due to reported disability (event led her to problems with movements and work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements and work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis concluded as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 11-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Consumer reported that time until start of complaints was 12 months; however, she did not specify for which events. She experienced allergic complaints, constipation, incontinence, pain during ovulation, pain during coitus, abdomen pain, loss of libido, tiredness, memory loss, problem concentrating, and she was the implant. She also reported hip and shoulder complaints (feels like bursitis), reduced mobility shoulder and hip, vaginal dryness, irritation at the vaginal entrance. She mentioned problems with movements and work-related problems. Consumer contacted a doctor. She stated that a colonoscopy was performed but she did not provide the result. Also was unknown if essure would be removed. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. This event is serious due to reported disability (event led her to problems with movements and work-related problems) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements and work-related problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.